Event description:
It was reported by service report that the head-end lift motor got stuck in an elevated position, and was unable to descend. No pt involvement or adverse consequences were reported.